Event description:
It was reported "that a patient using flexiseal protect fms developed a pressure injury to the perineum. It was also stated there "leakage is around the rectal tube" and they "are seeing an increase in hapis around rectal tubes". Staff is not consistent with use of casp mwf as their skin protectant. They do not irrigate daily. Per additional information received, casp was clarified to be "3m cavilon¿ advanced skin protectant ". A total of 14 patients were identified to have pressure injury to the perineum, however no information was provided for 13 of the patients although information has been requested. This emdr is covering patient #13 of 14 patients reported by this reporter. The remaining patients are covered in subsequent emdrs.

Manufacturer narrative:
Common device name: tubes, gastrointestinal (and accessories). Procode: knt. Affiliation: (B)(6). Per additional information provided by the intake nurse, leakage was found to be around the tube, no product defect. Stool was reported as "watery, loose stool". Rectal exam's are not documented. Upon removal of fms device, poor rectal tone was noted at that time. Since no documentation recorded of rectal exam prior to use, it's unclear if the patient is a good candidate for use of the fms device. Per flexi-seal fecal management system (fms) IFU, a digital rectal exam is required prior to insertion. In addition, small amounts of moisture or seepage around the catheter is anticipated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).